Event description:
Patient reported obtaining back-to-back blood glucose results of 63 mg/dl, 37 mg/dl, and 95 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was rec'd. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.